Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of a 53 mm diameter abdominal aortic aneurysm. It was reported that an angiogram done approximately a day following the index procedure showed that the limb was occluded. Per the physician, the cause of limb occlusion was likely due to the hypogastric arteries being covered, vessel tortuosity or calcification. It was noted that patient also developed pneumonia and colitis. It was reported that the probable cause of colitis was due to both internal iliacs being covered intentionally. The probable cause for pneumonia was due complications of intubation. The patient received treatment and the physician relined with another 16x10x93 and the event resolved. No additional clinical sequelae was reported and patient is fine.